Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed and data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported.